Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a torque wrench broke off during final tightening of the set screw within surgery. The tip was unable to removed from the set screw. There were no reports of patient impacts associated with the retained tip.

Manufacturer narrative:
Additional information: (ethnicity). The product could not be located; therefore, an evaluation could not be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn.

Event description:
It was reported that the tip of a torque wrench broke off during final tightening of the set screw within surgery. The tip was unable to removed from the set screw. There were no reports of patient impacts associated with the retained tip.